Event description:
It was reported that the patient with this pacemaker experienced an intermittent sore or pain around the implanted area and will occur during the blood pressure taking. Technical services consultant referred the patient to the clinic. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced an intermittent sore or pain around the implanted area and will occur during the blood pressure taking. Technical services consultant referred the patient to the clinic. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information indicated that the reported event has been resolved.